Manufacturer narrative:
The battery was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that there was no fault found with the returned astral battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a battery issue. There was no patient injury reported as a result of this incident.